Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-13733. It was reported the ipg was eroding out of the pocket site. Upon further investigation, an infection was suspected and eventually confirmed to be at both the ipg and lead site. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their entire system explanted. The patient is currently being treated via augmentin duo forte 875 mg and fluconazole 400 mg, per day.

Event description:
It was reported that the patient's infection has now cleared.